Event description:
The company was informed that the pt¿s implant site became infected. The pt was treated with three courses of antibiotics (type unknown). The pt¿s device later began to extrude. The pt¿s device was explanted.